Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to drainage eye occlusion blocked drainage lumen caused by plc failure and also might be contribute by no drainage eye or user related (salt accumulation).the device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the customer was getting leaks, infections and they got clogged up . It was suspected that the last one was clogged. The customer was bleeding and had questions about the size of the catheter and the size of the bags attached. They were upset and did not want to provide any additional information. It was unknown what medical intervention was provided.